Manufacturer narrative:
Rail latch broken with sharp edges.

Event description:
It was reported by service report that the left head end side rail latch was broken and there were sharp edges. No pt involvement or adverse consequences are reported.